Manufacturer narrative:
The patient¿s historical data was not saved, there are no records of alarms available for the period in question. On site testing of the involved devices by a spacelabs field service engineer were conducted in accordance with the performance tests listed in the service manual. Testing confirmed that the equipment worked to specifications. All tests passed, including both visible and audible alarm notifications. No failure found. Should additional information become available, this evaluation will be revised. This investigation is considered complete and the matter closed.

Event description:
Spacelabs received a report on june 1, 2020, there was no alarm when the patient was connected to the monitor had a spo2 saturation level of 75. The exact time of the event is unknown. No injury was reported as a result of this event.